Manufacturer narrative:
No definitive conclusions can be made at this time. Based on the information provided the event may have been related to patient selection.

Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical eval. Spinal motion reported pt with an extra vertebral level, had an implantation of a charite at l5-6. Pt had pain post-op. Four-months post-op subject underwent a re-exploration of the lumbar spine with total laminectomy of the lowest mobile segment. Charite remains in place.